Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported separation was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported separation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the axillary artery. A ht bmw universal ii guide wire was advanced for support; however, once it reached the lesion the diagnostic catheter was removed. It was noticed that the guide wire separated and part of it was removed with the diagnostic catheter. The remaining part stayed inside the guiding catheter in the patients arm. Both pieces were removed from the patient. The procedure was successfully completed with another device. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.